Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (implantable neurostimulator) experienced a lack of pain relief for over a year and a half, worsening of their back condition, and consistent issues with recharging the implant. The patient indicated that the device seemed to provide slight benefit initially, but their back condition deteriorated and the device was unable to provide adequate relief. A magnetic resonance imaging (MRI) was scheduled in preparation for device removal.